Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple patient and medication was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, medical device model. Upon investigation of the actual device used in this incident, it was determined that the multiple patient and medication were not crossing over. A technical support specialist (tss) confirmed that messages were being received and processed normally at the time of investigation. Upon reviewing the example visit, the tss identified that a transfer message had been processed out of order due to a temporary processing delay, which was caused by all devices being in critical override. It was also found that messages were crossing the interface as expected. Additionally, the tss discovered that a purge process was interfering with the accurate reporting of message statuses. The customer was informed that, despite these issues, users could still locate the visit using the "facility search" function on station devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patient and medication was not crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.